Event description:
The customer reported that the device was unexpectedly shutting down during testing.

Manufacturer narrative:
The customer reported that the device was unexpectedly shutting down during testing. The customer evaluated the device and localized the issue to a failed keyscan pca. Replacing the keyscan pca resolved the issue.